Event description:
The event is reported as: the homecare patient alleges that prior to use; the tip on the catheter was noticed to be very hard and dry so he ran it under warm water prior to use. The catheter's tip was noticed to have a very sharp edge during insertion and especially during removal of the catheter. The following morning; the patient noticed a bloody discharge coming from his penis. Patient went to the emergency room of a local hospital to have it checked out. Patient's current condition is fine.

Manufacturer narrative:
Sample has not been received by manufacturer in time for this report.